Event description:
Terumo medical received a user facility medwatch report # (B)(4). The medwatch event description stated that "the date of event is august 2025. The wire fractured in the coronary artery. Attempted removal of wire, approximately 10 mm of wire left in vessel. Patient had no chest pain and hemodynamically stable when procedure was completed. The procedure was a left heart catheterization." Additional information was received on 08oct2025: all known information was reported to medsun.